Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a case of decreased vision and irregular looking epithelial basement membrane at one day post lasik procedure. Reporter indicated the vision was poor for several days, then improved and resolved. The appearance of the basement membrane was normal by day twelve. Surgeon suspects that the laser cut unusually, or unexpectedly thin flaps. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.